Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a audio anomaly. Customer stated that audio on the insulin pump wa not working. Customer stated had crack on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, and self test. No audio or vibration anomalies noted. Unit was successfully downloaded using thus software and uploaded to carelink. Unit's audio levels were tested and functioned properly at every level. Unit's vibration was turned on and off and functioned properly. On adapt, no relevant alarms were noted. Pump was cut open to perform a visual inspection and found no moisture or physical damage. Test p-cap locked in place during testing. The following damages were noted: pillowing keypad overlay, cracked keypad overlay, and scratched case. In summary, customer concern for audio/vibrate anomaly/absence of alarm not confirmed. Unit's audio and vibration functioned properly. No alarms or anomalies noted during testing or in download history review. Customer concern for cosmetic damage at reservoir compartment not confirmed per visual inspection. Unable to verify for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.